Manufacturer narrative:
Concomitant medical products: 694758 lead; implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was possibly shocked inappropriately by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation with rapid ventricular response that was detected as ventricular tachycardia or ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.